Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the high voltage control and cable assembly. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not display an image on the monitor. No pt injury was reported.